Event description:
Procedure type: lap gastrectomy. According to the reporter: about 30 minutes into the procedure the balloon exploded and fell into the surgical cavity. The component was retrieved without damage and a new instrument was used to complete the procedure. Patient female. No patient injury was reported.